Event description:
It was reported that the customer received multiple auto-off alarms due to 12 hours of no interaction with the pump. There was no impact to customer's blood glucose level.

Manufacturer narrative:
The t:slim pump user guide states that the auto-off feature can be set up to 24 hours or off. The product has been received for evaluation. Should new relevant information become available, a supplemental report will be submitted.